Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the physician attempted to use a 3.5 cm cuff when implanting an artificial urinary sphincter. The physician decided that the 3.5 cm cuff was too tight around the ureter and the physician asked to open up a 4.0 cm cuff. Should additional information be received a supplemental report will be submitted.